Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported now they are having problems passing their urine. The patient stated ins is intended to help patient pass urine. The patient stated now they are at the point where they are "having a hard time going at all" and their urine has completely stopped. Walked the patient through trying to connect with their ins and the patient reported getting device not responding. The patient confirmed communicator was positioned directly on their ins. The patient stated their ins is so deep. The patient tried applying comfortable pressure with communicator on ins but patient continued getting device not responding. The patient stated they were not able to continue with troubleshooting on the call and requested assistance with troubleshooting in person. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.